Event description:
During a stone extraction the physician used a memory ii double lumen extraction basket. It was reported that the user advanced the device over a wire guide and captured stones. And then he attempted to release the stones in the duodenum but failed due to tight handle. He replaced it with an extraction balloon to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product said to be involved was returned in a clear ziploc bag. A lot number was not with the returned device. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the basket fully retracted into the tubing. The handle was manipulated with no movement from the basket. The handle was disassembled and it was noted that the drive wire was separated from the handle with nesting of the wire inside the purple hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket was fully formed and intact, and evidence of solder was present on the handle cannula at the joint. No other anomalies were detected with the devices. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusion: the report of unable to open the basket was due to a separation of the device in the handle. The cause of the separation is unknown. The instructions for use indicates: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use also states: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Basket deployment difficulties and buckling/breaking of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.